Manufacturer narrative:
(B)(4).

Event description:
The pt fell onto her right buttock. Afterward she experienced shocking. She felt stimulation in the wrong location. She had sharp shooting pain down her leg. She continued to feel cervical stimulation and relief for her arm pain. Impedance readings were normal. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.